Event description:
Event description cpi received information that an error code av00 was displayed when attempting to interrogate this implantable cardioverter defibrillator (ICD). Subsequent attempts to establish telemetry were unsuccessful.